Event description:
It was reported that the user, new to the ilet system, experienced repeated infusion set issues over several days leading to insulin leakage due to an improperly connected luer connector and difficulty deploying the inset, and this corresponded with hyperglycemia up to 315 mg/dl without alarms. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Troubleshooting and education were provided, including additional training on proper luer connection and discussion of alternative insertion options, and replacement supplies were sent. Investigation included user interview and complaint handling. Investigation of this case revealed user technique issues with infusion set connection that could lead to insulin loss. It was concluded that hyperglycemia occurred with cause unclear relative to device performance given user-reported technique error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.